Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1of 2. Reference MFR report: 3006705815-2017-01167. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. X-rays were taken and confirmed that the leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads repositioned. Patient has effective therapy post op.

Manufacturer narrative:
Corrected to state that the lead was replaced. Explant date was added.

Event description:
Device 1of 2. Reference MFR report: 3006705815-2017-01167. It was inadvertently reported that the lead that had migrated was repositioned, however follow up revealed that the lead was replaced.